Event description:
The customer alleged that the clear, mesh tube in front of the reservoir was leaking cidex. Customer stated that there was no error message. She stated that when she ran disinfect and wash separately, it did not leak, only when it ran together. There were no reports of physical complaint related to the leak. The facility biomed assisted the customer.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The facility biomed advised the customer that the reservoir was totally fully way over the 5 gallons. He emptied the reservoir with the service box. They filled the reservoir with 5 gals then the display read e03, and the reservoir was empty. The biomed suggested that the customer check the waste valve. He tested the unit with warm water and filled the basin, then the reservoir and allowed the water to soak for a few minutes to dislodge anything, which may be blocking the float switch since it did not give e01 when the tank was over 5 gals. The biomed suggested that the customer mark the tank at the 5 gal level to easily view the tank level. Upon asp follow up, the unit is working without further issues.